Event description:
A report was received that the patient was explanted due to infection. The patient had been experiencing redness, drainage and swelling at the paddle lead incision site. The physician does not believe that infection was device or procedure related. The patient was non-complaint with instructions for preventing infection. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, (B)(4), model description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.